Manufacturer narrative:
.

Event description:
The customer stated that while using the coacuchek xs meter (serial number (B)(4)) and testing a patient a result of 5.4 inr was obtained on the patient at 12:26. At 12:22 a result of 2.3 inr was obtained on the same patient. There were no medication changes based on these values. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the test strips. The test strips and the vial showed no defects. The returned test strips were measured with the relevant retention test strips (lot 202053-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). The maximum difference between measurements with the same blood sample was 0.1 inr. The returned customer material and retention material complies with the specification.